Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their gums are red and bleeding and very sore from the aligners. Patient has concerns about their gums and brushing their teeth and eating food is getting difficult when they take out the aligners. Every time they remove the aligners the bleeding gets worse. Stls are poor, sent fit tips to patient.